Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled follow-up, interrogation revealed the device battery longevity had excessively depleted due to unknown reasons. No resolution activity was suggested. The patient will be monitored closely and return in three months for re-evaluation.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. Lithium clusters were observed during the analysis and suspected to cause an internal short of the battery. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.